Event description:
Event discovered on (B)(6), 2014. Reviewing glucose diary with patient against home glucose meter memory. Patient states that at home he noticed several days of memory in his meter that were inaccurate, as he was checking his glucose in am, but the meter memory was showing pm instead. He claims that on those occasions he checked the meter for correct date and time, and that they were current every time, but the memory kept showing a 12 hour difference. Patient was given new home glucose meter, and was advised to continue to keep written glucose diary.